Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was 346 mg/dl. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected hardware low level failures, interprocessor communication error, the hardware rtc date and time disagrees with the software maintained date and time, generated if minute event is not received from motor processor or the sw watchdog task is not running properly, or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula alarms during testing however, hardware low level failures alarm (variable 9), interprocessor communication error alarm, generated if minute event is not received from motor processor or the sw watchdog task is not running properly, the hardware rtc date and time disagrees with the software maintained date and time alarm, and pump error 79 alarm are found in the formatted history file due to a software error.